Event description:
An oscar peripheral multifunctional catheter system was selected for treatment of the posterior tibial artery. The oscar-pta balloon metal catheter has broken near the hub while pushing. No injury was reported. The patient was discharged home.

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the oscar pta balloon revealed that the metal shaft is mildly bent over its entire length and has fractured at the distal end of the device hub. The pta balloon shaft is strongly kinked and has torn at the fracture site, resulting in a leakage when attempting in- or deflation. Outside of the damaged zone, the device dimensions comply with the specification. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. The most probable root cause is related to the handling during the procedure (i.e. Excessive bending). Please note that the IFU advises the user to exercise care during handling to reduce the possibility of accidental breakage, bending or kinking of the device.